Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with two remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve procedure, while being applied at the stomach, there were issues with the clip and clip cartridge. The clip was not able to disengage from the cartridge and was not able to form correctly. The surgeon was able to squeeze he handle and the jaws were still able to close. There were also issue with the loading and firing of the clips and some of the clips were able to be fired from the device and some were malformed. The inner and outer parts of the clip had also separated. Another clip was used to complete the case. There was no patient injury.